Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The initial surgery was for lumbar 4-5 instability, lumbar 4-5 posterior decompression, interbody fusion, instrumentation. During a scheduled x-ray a broken screw was found. A revision took place on (B)(6) 2015 to remove and replace all zimmer biomet products.